Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd totally slideprep, cross-contamination of one patient sample was seen in another patient sample. The instrument had placed cells from one sample being brought onto the sample next to it. No adverse impact was reported regarding the patient or user.